Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. If information is provided in the future, a supplemental report will be issued.

Event description:
[Reference (B)(4) for same procedure and handle] the attached f+t form and sample were returned to (B)(4) today. There was no cts number on the package and no record of the complaint was located in cts, so this complaint was logged at the request of (B)(4). (B)(4) also informed the rep please be aware: never forward samples to (B)(4) without cts no.! It is very time consuming for me to search in cts for the no. And/or ask (B)(4) to enter these complaints first!it is indicated on the complaint form that there were 2 samples involved. The customer has requested a response letter a tristaple black reload (egia60amt) was used with the device the lot number is unknown but the current box open at location is n6g0660kx. The event is reported as standard lobectomy of the lung. The egiushort gun fired fine 5 times on the 6th the gun failed to move and locked. The tissue was not thicker than the previous firing and there was no sign of any problems with tissue. The gun just stopped working. They had to open a new gun. The product was not resterilized prior to use. The complaint product was used on a patient. The following information was also provided in relation to this complaint: person injured or jeopardized: no extension of the surgery time by more than 30 minutes or re-operation necessary: no blood loss of more than 500cc: no extension of the incision by more than 1 inch: no change from endoscopic to open surgery: no unanticipated tissue loss or irreversible damage: no any portion of the device or tack fall into the patient cavity: no if yes were the pieces /tracks retrieved from the patient: na was any reinforcement material used in conjunction with the stapling device. No what is the product ID and lot number for the reload used with this stapler? If the customer cannot supply the product ID or lot number, was the reload a universal roticulator sulu, a straight sulu, or a tri-staple reload? As above the lot number is unknown but the current box openat location is n6g0660kx if the customer cannot supply the specific lot number, can the customer state what lot numbers were in inventory at the time of surgery? What are the potential lot numbers? As above no patient information provided the procedure is vats lobectomy how was the issue solved they opened a new gun and the case went on as normal . No additional problems followed. The reported event and aware date will be confirmed with the product specialist. The UDI number will be requested from (B)(4). The jaws did not get stuck so they were able to pull the device out without any problems. The product specialist confirmed that the reported issue is "standard lobectomy of the lung. The egiushort gun fired fine 5 times on the 6th the gun failed to move and locked. The tissue was not thicker than the previous firing and there was no sign of any problems with tissue. The gun just stopped working. They had to open a new gun.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one sulu . This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the cartridge revealed that the reload had a full staple complement. The reload was loaded into a pmv representative instrument for functional testing. The reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The returned product as received by was found to meet specifications and the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a standard lobectomy of the lung the device gun fired fine 5 times on the 6th the gun failed to move and locked. The tissue was not thicker than the previous firing and there was no sign of any problems with tissue. The gun just stopped working. They had to open a new gun. The product was not resterilized prior to use.